Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During the deployment of a sapien 3 ultra valve, blood was observed in the inflator device due to a possible inflation balloon/crimp balloon (I/c) bond failure of the commander delivery system. As reported by an edwards field clinical specialist, following shockwave of the iliac arteries, the esheath+ was able to be inserted without issue. The 23mm commander delivery system was inserted with some tortuosity noted in the aorta, above the previously treated iliac arteries. During alignment of the 23mm sapien 3 ultra valve, performed in the straightest section possible, a loud 'pop' was heard, and tension was released. Blood was then observed in the inflation device, confirming a possible I/c bond break. The sheath, delivery system and valve were removed from the patient without issue. A new sheath, delivery system and valve were prepared and used for the procedure. The valve was successfully deployed. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient.

Manufacturer narrative:
The commander delivery system was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the case imagery, 3mensio report, revealed undersized access vessels. Calcification and tortuosity were also present within the patient anatomy. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. A lot history review was performed and revealed no other complaints relating to the complaint codes. The instructions for use (IFU), device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The operator is instructed to use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Additionally, push for can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, the operator is instructed to slightly pull back the sheath while advancing the delivery system 1-2cm. Delivery system removal: completely unflex the delivery system, ensure the flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, maintain guidewire position in the aorta. Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. No IFU/training deficiencies were identified. During the manufacturing process, the delivery system components undergo multiple 100% inspections. During final inspection, the entire device undergoes 100% distal to proximal visual inspection. Additionally, functional and tensile product verification (pv) testing is performed on a sampling basis. The lot passed pv testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. In this case, the complaint for 'failure - balloon torn' was unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'during the deployment of a sapien 3 ultra valve, blood was observed in the inflator device due to a possible inflation balloon/crimp balloon (I/c) bond failure of the commander delivery system'. Per 3mensio review, significant calcification, tortuosity, and undersized vessels were present within the patient's arterial anatomy. Per the case notes, 'the patient had more torturous aorta than CT scan showed'. As the delivery systems are 100% tested for leakage, and as this issue was undetected during preparation, it is likely that damage to the delivery system occurred during the procedure. It is also possible high tension on the system after valve alignment resulted in crimp balloon tearing prior to thv deployment. Potential root causes for material separation between the inflation balloon and crimp balloon have been identified and documented in a pra (product risk assessment). Performing valve alignment in a non-straight section can cause the valve to 'dive' into the lumen of the flex tip where part of the crimped valve slides into the flex tip lumen. If the thv is unseated (non-coaxial placement of valve in relation to the flex tip) during alignment, it can result in higher than usual tension on the system. With built-up tension, it is possible that navigating the thv in a tortuous aortic root can further increase tension in the system and resulted in a crimp balloon tear. Although a definite root cause could not be determined, available information suggests that patient (tortuosity) and/or procedural factors (valve alignment in non-straight section) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.